Event description:
Pedicle screws fused l4-5 and l5-s1 with screws, bars, nuts etc. Some aches and pains and stiffness in legs, hips and lower back. Stomach pains with heart burn. Frequent bowel movements. Lack of rest due to pain and stiffness during sleep.